Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a production label that needed replacement, a cut at switch 1, minor play on the control knob, peeled glue on the objective lens, a cracked light guide lens, a removed adhesive from the nozzle and bending section cover, and minor scratches on the insertion tube, light guide tube, and the suction connector.. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had a cracked and discolored bending section seal and angulation issues that needed to be adjusted. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, a clogged nozzle with leftover remains of detergent or disinfectant solution was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and customer-provided information. When the foreign material was identified. Olympus requested, additional information from the customer on their reprocessing practices. The customer reported, the device was cleaned, disinfected and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning. The customer reported, that during manual cleaning, there were no abnormalities in the reprocessing accessories and the air/water nozzle was flushed with air and water. The customer confirmed, that all device channels were connected, when the device was sterilized in the automated endoscope reprocessor. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 7 years, since the subject device was manufactured. The device instructions for use document was reviewed. Review showed, relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 5: reprocessing the endoscope. Based on the results of the investigation, the foreign material could not be identified, nor the specific root cause of why the foreign material remained in the device. There was no physical damage where the foreign material was found. Based on the customer feedback received, there were no deviations from the device instructions, during customer reprocessing. A definitive root cause of the foreign material on the scope could not be identified. Olympus will continue to monitor field performance for this device.